Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device or malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd-2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same day. The patient was treated with ip injections of meropenum 250mg/each bag and clavactum 250mg/each bag. The root cause of the peritonitis was unknown. The peritonitis was resolving. The nurse stated that the event of peritonitis was unrelated to therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.